Event description:
After concluding tms (neurostar) treatment in (B)(6) 2023, I started getting recurring migraines. This started in late summer/early fall of 2023 and ramped up to become a serious problem affecting my employment by (B)(6) 2024 (>10 migraines/month; my records are spotty due to the cognitive burdens of the migraines). After coordinating with my pcp and implementing some other lifestyle changes, the frequency of migraines decreased. Migraines still affect me, but the frequency is now 3/month or lower. The tms device targeted my left side, and my migraines are exclusively unilateral on the left side of my body, specifically right behind/above my left brow/eye. These migraines do not respond well to triptans, a first-line migraine treatment. I also have a tic now on the left side of my face, but that is a common side effect of a medication I was taking concurrently with tms. I stopped taking that medication, but the tic remains. Obviously, I can't confidently attribute all of the migraines to the tms, but I just finished my epidemiology degree and wanted to submit an actual report linking migraines and tms. Hope this information helps you analyze the safety of this device sooner or later. Best wishes.